Manufacturer narrative:
The complainant was provided replacement foam tips, and product returns have been requested. In the audx pro user's manual, natus instructs to not pinch the foam while attaching the ear tip onto the nozzle. For removing the foam ear tips, natus instructs users to not pull on the foam when removing the foam ear tips and cautions that users may end up pulling the foam off the clear tube while the tube remains on the nozzle. Users are also instructed to remove, discard and replace probe tips before each test. Natus is investigating this issue through corrective actions at this time.

Event description:
Natus received a report that the foam separated from the plastic tubing in two 100-count bags of oae pediatric foam tips while using an audx pro system. It was reported that the complainant used the foam tips to test patients but no injuries occurred in testing. There was no report of death, serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
This issue was investigated through corrective actions. The root cause of this issue was confirmed to be inadequate application of the adhesive which secures the foam to the lumen tube.